Event description:
It was reported patient underwent a bicep tenodesis procedure on (B)(6) 2013. During the procedure, the insertion device fractured and juggernaut anchors pulled out. The suture appeared messy and tangled. As a result, new holes were drilled and a delay of over 30 minutes occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."